Event description:
The customer reported that while running all assays, summit sample handler did not pipette negative control in well position a2 and did give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.